Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to have "parkinsons disease, cancer, chemo and radiation. Has been contacted by philips to return his machine but he is still using it and must have it. It has not been functioning properly and his blood pressure has been unstable, device will not turn on/device not functioning, difficulty breathing/short of breath." This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021- 08192. This report was submitted as a duplicate report of the previously submitted report.